Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that while using a angio-seal device they were unable to insert the assembly. When the assembly was inserted into the artery, resistance was felt. Therefore, the device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. After that, it was found that the tip of the insertion sheath was deformed. The procedure before deploying the device was cag(coronary angiogram). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage to the patient. There were no other devices or equipment used with the angio-seal device.